Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the clip was not detected during evaluation. Based on the available information, the cause of the clip remaining in the device could not be specified. It is unclear if there was damage to the area where the clip was detected or if there were any deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported event occurred during an unspecified diagnostic procedure. The device was inspected before use and the procedure was completed.

Event description:
The customer reported to olympus that evis lucera elite colonovideoscope "they" had a clip left in the scope. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed: additional findings are as follows: due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet standard value; due to wear of angle wire, bending angle in up direction and the play of up/down knob was out of standard value; bending tube was deformed; adhesive on bending section cover has a chip; and the control unit has discoloration. The following device components were found scratched: plastic distal end cover, protector of universal cord on suction connector side, universal cord, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator (fe) lever, suction connector, fe knob, right/left knob, control unit, and the up/down knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.